Event description:
Pump infusing both epinephrine and levophed. Channel c (epineprine) failed. Epinephrine moved to another channel-then pump had total channel failure. This termination resulted in abrupt hemodynamic deterioration placing the pt's life in danger.